Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a plastic surgery on the breast tissue, when closing, the four needles kept popping off the strand with very little force. It occurred while the surgeon was using an instrument but also while using the hands. Another suture was used to complete the case. There was no patient injury.